Manufacturer narrative:
B3. Date of event: unknown. No information has been provided. The affected device was received for evaluation. Service history review identified that the device has not been in repair before for the customer stated problem. Functional tests and visual inspections were performed, and the customer confirmed that the device could not be locked because the flex circuit sensor was defective. The root cause was unknown. As a result, the flex circuit sensor needed to be replaced.

Event description:
It was reported that the device exhibited an alarm ¿lock cassette¿ even though the cassette was locked. There was no patient involvement.